Event description:
The pump was explanted due to infection. The pump had normal saline in it and had not been used to deliver any pain medication intrathecally prior to the explant. Additional information has been requested, a f/u report will be sent if additional information becomes available.